Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-type introducer with a monoject limited volume syringe. Leak testing was performed with and without a catheter inserted, and leakage was observed with the catheter. The introducer valve internal components were examined and the wiper gasket was found to be missing and not returned. The duck bill appeared to be in good condition. An approximated 0.18 inch crack was found on the valve housing. The customer report of "leaking" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that during use of an introducer, the one-way valve of the sheath was either damaged or not worked properly, which caused blood loss. There was no troubleshooting performed. The introducer was left in place and the sheath¿s shut-off valve was closed. A triple lumen central venous catheter was inserted in a new site to further manage the patient. There was no allegation of patient injury. Patient demographics were requested but unknown.

Manufacturer narrative:
Reference CAPA-20-00141.